Manufacturer narrative:
Concomitant medical products: w1tr02, ipg, implanted: (B)(6)2018; 5071-53, lead; 5071-53, lead, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had elevated threshold measurements. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.